Event description:
It was reported that a patient had uncomplicated cataract extraction in (B)(6), did well the first month, but vision became blurry approximately 2 months post implant and presented with z-syndrome approximately 3 months post-op.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.